Event description:
It was reported the procedure was being performed in the CT holding area. The clinician inserted the sheath over guide wire into the pt's right basilic and removed the dilator without issue. The midline was then threaded into the pt's vasculature through the same sheath. When it came time to break apart the hub tabs on the sheath to begin the tear-away removal process, the tabs broke off immediately without starting to separate the sheath. The clinician did not use excessive force when breaking away the tabs. Once the sheath began to split apart, the clinician was able to remove the sheath as usual and without issue.

Manufacturer narrative:
(B)(4).